Event description:
Customer reported that he received a no delivery alarm during prime. He changed the infusion set and reservoir and alarm is recurring. Blood glucose value is 245 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform fixed prime; insulin did exit. Then to rewind, reinsert reservoir and run manual prime; insulin pump did not alarm no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.